Event description:
--

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. A new rv lead was implanted with the same high impedance measurements. The new rv lead was repositioned and this corrected the issue. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a nick in the outer insulation 26 and 27cm from the terminal pin. Dried blood was noted in the outer coil 14-55.5cm from the terminal pin, most likely through the nicks. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.